Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered their carbs incorrectly into the bolus menu resulting in a request of too large of a bolus decreasing their blood glucose level to 60 mg/dl. The customer went to the emergency room (ER) and was treated with juice and candy. Customer was discharged later the same day with the issue resolved and no permanent damage.